Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 3006646024-2022-00010 for the second report . It was reported that there was an incident involving the safety scalpel in the peg kit; a user cut themselves when opening the scalpel. Additional information received 15feb2022 reported that an experienced senior surgeon slashed her finger (1 cm long), when trying to remove the plastic protective sheath on the 11-blade that comes with the peg kit 24f; reportedly, it was on too tightly and was very hard to take off. The surgeon was evaluated by the occupational health department and sutures were recommended; the surgeon decided to manage the cut with dermabond/steri-strips after the bleeding was controlled with prolonged pressure.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 08 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).